Event description:
During baxter's evaluation of this spectrum pump, it was discovered that it will alarm for "door not fully latched."

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Evaluation found the force required to secure the door was above expected levels and if not applied will cause the unit to alarm for "door not fully latched." This condition was caused by door hooks being out of adjustment. The door hooks and latch pins will be replaced to correct this condition.